Event description:
A customer contacted beckman coulter inc. Reporting an incorrect high creatinine result that was generated by their au2701-03 chemistry analyzer. The sample gave a high creatinine result of 375.1 mol/l and exhibited an abnormal reaction profile at measuring point 24. The clinician noticed the unexpected elevated result and requested a rerun of the sample. The rerun gave an expected result of 76.9 mol/l with a normal reaction profile. No injury was reported. It is unknown if there was an affect to patient treatment with regard to this event.

Manufacturer narrative:
The serum sample was clear without any indication of poor integrity. Qc was within specifications for all chemistries. A field service engineer was dispatched on-site (B)(4) 2012. The sample probe was realigned and segments of the cuvette ring were examined, but there was no evidence of cuvette overflow. Per customer, the erroneous results may have been due to a foreign body in the light path.